Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result, from one patient sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result for the patient was 0.20ng/ml. The result was not reported out of the lab. The customer indicated that the sample was retested for accu tnl. The customer repeated the same sample on a different instrument for accu tnl and obtained 0.09ng/ml. No additional information regarding this event is provided.